Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Product has not been received by zimmer biomet , once product received our investigation will begin. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the ratchet was not working properly and it was not meshing skin. Board would not proceed and it was not ratcheting/pulling through. Pin/screw could not come out, very stiff. And there was no engraving on top. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned a skin graft mesher device for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet australia has not previously repaired/evaluated this skin graft mesher. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) revealed that the handle had detents out of position and the internal spring and pin were rusted. The device failed calibration pre-testing. The mesher top hinges needed to be re-aligned. The handle also needed to be lubricated. There were also marks on the side of the unit. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) which included replacement of the handle spring and pin. The mesher top hinges were re-aligned. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since the handle had detents out of position, no lubrication on the handle, and the handle pin and spring were rusted. The root cause of the ratchet not working and not meshing skin was due to the detents being out of place and there being no lubrication on the handle. The root cause of the pin/ screw not coming out was due to the internal spring and pin being rusted. The issue was resolved with the replaced spring and pin. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher was repaired, tested and returned to the customer.